Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high defibrillation impedance and capture threshold. No intervention was performed. Patient condition was stable.